Manufacturer narrative:
H10, h3, h6: the reported device was received for evaluation. It was determined the device did not contribute to the reported event. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A review of the customer provided image found that the screw is fractured and is missing the distal tip. No debris can be seen on the device. A visual inspection of the returned device found that it was not returned in its original packaging. The anchor is fractured and is missing the distal tip. The inserter hole in the screw shows signs of physical damage. There is no debris seen on the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. It has not been reported whether the broken screw was retained and/or retrieved from inside of the patient. No clinically relevant supporting documentation was provided for review. If a portion of the screw remains retained in the patient, it is made of a bio-composite material which is intended for implantation to allow for bone ingrowth. If the distal tip of the screw was retained, we cannot rule out the potential risk for tissue inflammation and/or pain, micro-motion, and/or migration of the possibly retained distal tip. Since there was no report of a significant delay, patient injury or other complications reported. Therefore, no further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that, during use, instruments inside the patient in a ligament repair surgery, the biorci screw fractured. The procedure was completed with a s+n back-up device. No significant delay was reported, and no other complications were reported.